Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed error code 14 (prior compressor failure electrical test fail (etf). The unit was switched out for a different iabp to continue therapy. There was no patient harm, injury or adverse event reported. An initial emdr for this complaint was incorrectly submitted. This is an invalid complaint as the customer did confirm that the pump bearing the serial number (B)(6) did not malfunction and only one pump allegedly malfunctioned at this location. The report on this pump with the alleged malfunction was appropriately submitted under mfg report number 2249723-2019-00839. As a result, a follow up emdr is not required for this event, as the complaint will be cancelled in our database.

Manufacturer narrative:
An initial emdr for this complaint was incorrectly submitted. This is an invalid complaint as the customer did confirm that the pump bearing the serial number (B)(6) did not malfunction and only one pump allegedly malfunctioned at this location. The report on this pump with the alleged malfunction was appropriately submitted under mfg report number 2249723-2019-00839. As a result, a follow up emdr is not required for this event, as the complaint will be cancelled in our database. Updated fields: b4, g4, g7, h2, h11. Corrected fields: b5, h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed error code 14 (prior compressor failure electrical test fail (etf). The unit was switched out for a different iabp to continue therapy. There was no patient harm, injury or adverse event reported.